Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple occlusion alarms occurred. The customer's blood glucose level was 125mg/dl. A system check was performed and insulin was not observed dripping out of the infusion tubing during a test bolus delivery; air bubbles were observed in the cartridge tubing. A supply change was performed to address the occlusion alarms and the air bubbles.